Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/06/2015 with the following findings: the keypad was found to be intact. Evaluation revealed the down keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that ok button had tactile changes and required several presses in order to respond. The reporter confirmed that there was no damage noted to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Additional information: the up keypad button was under-responsive.